Manufacturer narrative:
The manufacturer previously became aware that a user of the rep dreamstation auto CPAP had states nose irritation, respiratory tract irritation. There was no serious patient harm or injury. No medical intervention was specified by the patient. In box h: remedial action init (rfb), remedial action initiated, recall (z) number (rfb) and recall (z) number are updated in this follow-up.

Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states nose irritation, respiratory tract irritation. There was no serious patient harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states nose irritation, respiratory tract irritation. There was no serious patient harm or injury. No medical intervention was specified by the patient. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was one error code found. During the evaluation, secondary findings were not observed. The manufacturer service center concludes that there was no visible foam degradation and unit passed final test. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.